Manufacturer narrative:
It was reported that a revision surgery was performed for the second time due to unknown reasons. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. At this time, the potential root cause could not be determined due to unknown reasons to complaint. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive.

Event description:
It was reported that revision surgery was performed for the second time due to unknown reasons.